Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR review could not be conducted since the lot number provided is not a valid number. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "we had several instances where multiple tubes were used and several ruptured and would not inflate so they had to try several until they found one that worked." Associated complaints (B)(4).